Event description:
It was reported that balloon damage was found once the catheter was removed from the patient's body due to urine leakage.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that balloon damage was found once the catheter was removed form the patient's body due to urine leakage.

Manufacturer narrative:
The device was not returned for evaluation. However, a photo was received that confirmed a vertical balloon burst along from inflation lumen on the catheter. Unable to determine the root cause as only a photo was received. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that balloon damage was found once the catheter was removed from the patient's body due to urine leakage.